Manufacturer narrative:
Approximate age of device - the primary console is not a single use device. Approximate age of the device from the manufacturer date is 8 years and 5 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was supported by an extracorporeal circulatory support device. It was reported that the patient had been on extracorporeal membrane oxygenation (ECMO) for approximately 100 days. The patient had recently been transferred from another hospital. The patient was positive for heparin induced thrombocytopenia. During transport for a CT scan, the charge of the battery on the primary console was full per the battery fuel gauge. After 2 minutes on battery power, the system alarmed "battery below minimum". It was reported that there was zero flow and pump stoppage occurred; however, the battery display still read full charge. The patient was gray in color, and chest compressions were performed for approximately 1 minute. It was reported that the patient was off device support for approximately 4 minutes. It was reported that the motor was very hot. The hospital clinicians changed the primary console and motor. It was reported that the device functions as expected after the equipment was exchanged, and the patient was back to baseline after the event. The patient expired a few days later after the family electively withdrew care. The vad team does not believe the incident led to the patient¿s death. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device was returning for analysis; however, the device was not returned. Multiple requests for product return were issued to the customer with no success. A direct correlation between the device and the reported battery maintenance alert (battery below minimum) could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A user facility medwatch report was received subsequent to the initial manufacturer medwatch submission which stated: pt was being transported while on centrimag ECMO. Machine was using its battery life. Pump stopped forward flow and alarmed "battery below minimum", though the indicator displayed a full charge battery. Drive head was switched out and placed on back-up battery. CPR was initiated for pt and flow restored.